Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube was clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the light guide cable buckled, the angle wire played, the nozzle gluing was missing, the remote control buttons cut, and the bending rubber was worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.